Manufacturer narrative:
Additional information was provided in the evaluation. The failure code motor sezied, rough running and defective were added to the product investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger was blocked and jammed on the compact air drive device. It was also noted that the device was rough running. It was further noted that the device failed pre-test for reverse locking mechanism, triggers for fwd/rev mode and power with test bench. It was noted in the service order that the device reverse was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.